Manufacturer narrative:
Zimvie received one (1) tsv6b10, (impl tapered scr-v mtx 6m m 5.7mm 10mm) for evaluation. Visual evaluation / functional test was performed, confirmed both items are stuck together. Devices do not disengage. Malfunction identified. DHR review was completed for the subject lot number 1296235. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1296235 for similar events and no other complaint was identified. The customer did not submit images for the reported event. Based on the investigation and risk management file review the most likely root cause determined from the investigation was torque applied during placement/seating exceeds recommended value. Therefore, based on the available information, a device malfunction did occur. The devices do not disengage. The reported event is confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). G4: additional PMA/510(k) number k011028, k013227.

Event description:
It was reported that implant does not disengage/release. Implant was placed but the mount was stuck. Tooth site # 13. Procedure completed using another implant.